Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During implantation, the perfusionist attempted to start the pump and nothing occurred. On the third attempt, the pump started with no further issues. Before implantation, the pump was prepared and no issues were observed, no further information was reported.

Manufacturer narrative:
Manufacturer's analysis conclusion. A specific cause for the report of nothing happening upon pressing the ¿pump start¿ button during implant could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The account reported that during implant, the pump was prepared and ran with no issue. Once the pump was implanted and support was being initiated, the perfusionist pressed the ¿pump start¿ button and nothing happened. The action was repeated and nothing happened again. On the third attempt, the pump started and there were no further issues. The heartmate 3 lvas IFU explains how to initiate the pump by pressing the pump start button. The pump may take up to 10 seconds to start. No further information was provided. The manufacturer is closing the file on this event.